Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced the filters and cleaned the probe wipe to resolve the issue. The fse recommended to the customer to change the diluent filters as per the instrument's maintenance schedule. The fse verified the repair as per established procedures and results met published specifications. Failure mode of the lea is attributed to the diluent filters needing replacement. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported approximately 2 ml of fluid dripped from the probe of the coulter ac*t diff analyzer at the end of the startup cycle. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.